Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the cuff was found to be non-hermetic. Air was found escaping from a slit in the bladder. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to: ptc coming into contact with sharp object or surface. Product damaged during shipping/ storage. Failure mode: loss of structural integrity. Inadequate handling, user damages cuff. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the pressure tourniquet cuff would not inflate. The ancillary equipment was swapped out and there was no improvement. The physician used an esmark bandage to tie off the surgical site. There was no breakthrough or excessive bleeding. There was no patient injury and extended procedure time reported was minimal at 15 to 20 minutes. These are commonly used devices that are readily available.